Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during use on a patient, the 980 ventilator generated a background fault code for "mix air flow sensor reading out of range", indicating that the ventilator entered backup ventilation. The device was available for evaluation. Ventilator logs show that the device entered into backup ventilation at the time of the event. The service personnel (sp) inspected the ventilator, confirmed the reported issue in the logs but was unable to duplicate. Completed extended self test (est) to clear the error. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The suspected cause of the reported event of the device entering into buv was a transient out of range mix air flow sensor measurement. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use on a patient, the 980 ventilator generated a background fault code for "mix air flow sensor reading out of range", indicating that the ventilator entered backup ventilation (buv). The patient was transferred to an alternate ventilator with no injury.